Event description:
It was reported that the patient experienced syncope during an electrical muscle stimulation session. The cardiac resynchronization therapy pacemaker (crt-p) had sensed the external signal and inhibited pacing for what appeared to be several seconds. The crt-p remains in service and no adverse patient effects were reported.